Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204as-80 flipcutter became stuck after drilling the intercondylar region. This occurred during use in a case with no patient effect. The tip of the blade was placed inside the joint, the flip blade was closed, and an attempt was made to remove it from the joint, but the welding on the thin and thick parts of the silver shaft had broken, preventing the flip mechanism from functioning. As the blade would not close, it was temporarily impossible to remove the flip cutter from the joint. The base was connected to a power source, the thin shaft was gripped with pliers, and slowly rotated clockwise, allowing it to be removed. After the procedure was completed, an x-ray was taken to check the placement of the button, but there were no problems such as it being sunken.